Event description:
The investigator assessed that the previously reported dissection that occurred during the index procedure was not related to the study device. Patient recovered.

Event description:
Unstable angina prompted the index procedure. The clinical events committee adjudicated an arc (academic research consortium) definition target vessel mi to have occurred on the same day as the index procedure.

Event description:
Diagnostic angiography revealed the rca had moderate atherosclerosis. The lad was moderately calcified with a diffuse 95% stenosis that was regular in contour, hazy and moderately calcified without evidence of thrombus. There was minimal in-stent restenosis noted in the ramus branch. One endeavor sprint rx drug-eluting stent was implanted at the distal aspect of the mid lad lesion and a subsequent endeavor sprint rx drug-eluting stent was implanted at the proximal aspect of the mid lad lesion (MFR report # 2953200-2009-01714). It was reported that there was a small distal edge-type dissection. A subsequent endeavor sprint rx drug-eluting stent was implanted distally. The stents were post-dilated with 3 non-compliant balloons. Ivus was performed to verify adequate stent apposition as well as to rule in or out a distal edge tear. There was good apposition with no thrombus present and no evidence of distal edge tear distally.

Manufacturer narrative:
Eval results: (dissection).